Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2018 - 00001, 0001825034 - 2018 - 00002, 0001825034 - 2018 - 00003. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient underwent an additional revision procedure due to the stem loosening, pain, and clunking. The patient noted that it "feels like the hip moved or a bolt moved or something" and he has been in pain since. The clunking sensation is felt not heard. Attempts have been made and no further information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. No device or photos were received; therefore the condition of the component is unknown. No medical records received. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.